Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Approximately two months after implantation, redness and swelling developed behind the left ear. The user experienced recurrent redness, swelling and ulceration at the left retroauricular during the following year. The user was explanted on (B)(6) 2026. Re-implantation will be performed once the user has fully recovered.